Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The reported complaint was not confirmed. 2x volumetrics of 120ml/hr and 10ml tested in spec: 1st test: 10.3ml or 103% of expected volume. 2nd test: 10.2ml or 102% of expected volume. Volumetrics run of 63ml/hr and 24 hours (1512ml) tested in spec at 1528ml or 102% of expected volume. Log review shows on (B)(6) 2017 and 19:35pm an infusion start of 63ml/hr and 1450ml. On (B)(6) 2017 and 13:41pm pump was placed on hold and then restarted with a volume to be delivered of 310ml. At 18:13pm container empty alarmed with a volume to be delivered of 24.9ml. At 19:50pm an infusion start of 63ml/hr and 1460ml. On (B)(6) 2017 and 09:21am pump was placed on hold and then restarted with a volume to be delivered of 608.4ml. At 18:23pm pump was placed on hold with a volume to be delivered of 41.4ml. At 18:59pm infusion was restarted and at 19:25pm pump was placed on hold with a volume to be delivered of 15ml. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: end user reports that three patients had over infusion of tpn at varying rates. Patient information was provided; however, the end user is unable to clarify which pump went to which patient. The pumps infused tpn in 22 hours versus 24 hours. Medical intervention included monitoring of the electrolytes, glucose blood sugar and vital signs, all within normal limits. Dextrose 10% injection infused. All patients did not have an injury as a result. Patient number one is : (B)(6) male, (B)(6) tpn continuous 75 ml/hour over 24 hours for critically ill patient with colostomy. Patient number two is : (B)(6) male, (B)(6), tpn continuous 75 ml/hr over 24 hours for critically ill. Patient post op ex laparotomy. With cecal volvulus and ischemic jejunum. Patient number three: (B)(6) male, (B)(6), tpn 63 ml/hr over 24 hours for short gut syndrome due to extensive intra-abdominal surgery and several drains in place. No further information can be provided by end user.